Event description:
It was reported that the patient had an infection at the ipg incision site, which appears to be superficial. Symptoms of oozing and drainage were noted, and the patient was prescribed antibiotics. The physician believed that the infection was not device or procedure related and the cause was unknown. The patients symptoms are improving.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week after the implant procedure.